Manufacturer narrative:
The glucose reagent lot number was 78847301, with an expiration date of 30-jun-2025. The field service engineer determined the sample probe was slightly clogged and out of alignment. The probe was replaced and the lines running into the probe were flushed. The syringe nut screw was adjusted to specifications. Mechanism checks were successful. No leaks were present and all fluids were flowing as normal. The hardware check passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they have been intermittently getting low glucose hk gen. 3 results for an unspecified number of patient samples tested on the cobas 6000 c (501) module on (B)(6) 2024. The customer put on a new reagent pack, calibrated it, and ran successful controls. The issue returned on (B)(6) 2025 as one patient sample had discrepant glucose results. This sample initially resulted in a glucose value of 39 mg/dl. Due to the value being a critical value and held in their laboratory information system, the sample was repeated. The sample was repeated on a second analyzer, resulting in a value of 399 mg/dl. The repeat value was deemed correct.